Manufacturer narrative:
Plant investigation: the power supply cable was returned to the manufacturer for physical evaluation. A visual inspection of the returned part showed physical thermal damage on the hot, neutral, and ground prongs of the power plug. The wires were returned cut at the end of the cable. There were no other discrepancies found on the power supply cable assembly. A continuity test passed on all three wires of the power supply cable assembly. End terminals were connected onto the cut wires of the power supply cable assembly for testing. The power supply cable assembly was installed onto the power supply of a test machine. The test machine powered on without failure. There were no additional damage noted to the power plug and power supply cable assembly during power up. The test machine completed a rinse program and heat disinfect program without failure. The test machine function properly during dialysis and a self-test passed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be thermal damage on the power supply cable assembly. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during the morning rinse of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed stated that when removed from the outlet the plug appeared to be black in color and burned. There was no damage to the outlet. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 4,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.